Manufacturer narrative:
Patient information now provided.software investigation completed. This issue will be trended and monitored in a medtronic software anomaly tracking database.

Event description:
A site representative, physician, reported that while in a cranial procedure, a prepared, planned patient exam was pushed from a polestar navigation system to a stealthstation s7 system. After the transfer, the surgeon went to the operating room (or) and the patient did not appear on the patient list within the synergy cranial 2.2.6 software. The surgeon attempted to pull the patient from the polestar navigation system to the stealthstation s7 system, however, the application abandoned the transfer, and displayed the message patient already present at the navigation system, please contact mdt representative. In trouble-shooting, a medtronic representative guided the surgeon to the exam directory, deleted the respective patient exams from the directory and re-started the software application. This did not resolve the issue. Next the patient database was deleted. The patient exam was successfully transferred. The surgeon opted to continue and completed the biopsy procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported they were able to transfer the exam after having deleted the patient database and completing the biopsy. The patient was under anesthesia while troubleshooting. Evidence suggests the problem was that they did not re-boot the navigation system after dicom push, therefore, the patient name did not appear at the select patient task. Subsequently, the site tried to pull the patient exams via npt, resulting in the reported issue. To resolve the issue, it was necessary to delete and re-initiate the patient database at the navigation system. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿